Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-sep-2025 the user experienced a low blood glucose (bg) event in the early morning. The user reported a bg of 46 mg/dl after the ilet administered correction insulin overnight following an elevated bg that occurred after a bedtime snack. The user treated the low and bg subsequently stabilized. The agent reviewed best practices for meal and snack announcements, emphasizing proper timing to avoid post-snack correction stacking. The user understood and will continue monitoring, with instructions to call back if issues recur. No external assistance or medical intervention occurred.